Event description:
Per the audiologist, the patient reported a decrease in performance, due to intermittencies with pain at the site of the implant reportedly after a previous revision surgery (date unknown). More information has been requested on revision surgery and patient status, but was not available at the time this report was filed september 30, 2009.